Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit but was unable to duplicate the reported issue. The stm reviewed the iabp log files and observed code #111 and code #112 were present which leads to a fault in the executive processor board. In addition, the stm noted minor saline ingress on a connector located on the executive processor board. The stm reviewed the power activity log and confirmed the iabp unit shutdown around the time the customer reported the issue. The stm replaced the executive processor board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. The customer removed the iabp unit from the patient and called to request for service. There was no patient harm and no adverse event was reported.